Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, the device fired 12 tacks and then stopped. It was also noted that the fired tacks were not able to penetrate the tissue. A new device was used to complete the case. There was no patient injury.